Event description:
The customer initially reported that the bronchovideoscope had leakage from the bending section cover. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: he connecting tube's coating was peeling (1mm squared or more).

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to a cut on the bending section cover, water tightness was lost. In addition to the coating peeling from the connecting tube (1mm squared or more), the evaluation findings are as follows: the distal end had a dent and scratch, the adhesive on the bending section cover was detached, due to wear of angle wire, bending angle in the "up" and "down" directions did not meet standard value, the control unit had a scratch, the grip had a scratch, the angulation lever had a scratch, the light guide cover glass had a scratch, the scope connector had a scratch, the universal cord had a scratch, the forceps channel port had a dent, and the connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to one or more of the following: - physical stress such as rubbing or hitting insertion section - chemical stress by conducting reprocessing not recommended in instructions for use (reprocessing manual) - stress by inferior storage environment (in direct sunlight, at high temperature, in high humidity, exposed to x-rays and/or ultraviolet rays, etc.) However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use: "detection method is described in 3.3.2 in operation manual. Preventive measure is described in operation manual: important information ¿ please read before use: warnings and cautions, 1.1.4, 2.2.1 and 5 in reprocessing manual." Olympus will continue to monitor field performance for this device.